Event description:
It was reported that this lead was capped due to high thresholds. The physician is unsure what caused the high thresholds as the x-ray didn't provide any insight. The rep only became aware of the high thresholds during this case.